Event description:
It was reported through the litigation process that sometime post a port placement, the catheter had allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture issue, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months and eight days post port placement, a computed tomography showed that no suspicious pulmonary nodules. There is a left sided port-a-cath device, probably with some component of nonocclusive thrombus surrounding the left brachiocephalic vein that is resulting in fairly notable collateral backflow. Around two days later, a computed radiography of chest port study was performed which showed acute fracture of the superior port catheter at site of venotomy. The port should not be used at this time. Recommendation for removal either from general surgery or interventional radiology with replacement as needed. Around eight days later, patient was currently undergoing adjuvant chemotherapy and one of her sessions she felt back pain. A chemo-port study was performed showing a leak from the catheter itself at the point of entry into the left jugular vein. Around four days later, patient underwent ij tunnel catheter replacement and line placement procedure for port-a-cath malfunction and leaking catheter. Fluoroscopic view confirmed adequate placement of the dilator and the wire was removed. We again aspirated through the catheter and a flash of blood was obtained. Catheter was flushed with heparinized saline and then under fluoroscopy, contrast was injected to confirm proper placement of the tip of the catheter the right svc right atrium junction. A catheter was replaced over the wire and needle catheter did not show any extravasation of contrast. Noted to keep the previous subcutaneous port-a-cath since it was working appropriately. Around two months and eleven days later an x-ray chest showed that left lung base is stable in appearance. A left chest port is seen with its tip in the superior vena cava. Therefore, the investigation is confirmed for the reported fracture and fluid leak. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Expiration date: 07/2023. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and ten days post a port placement, the catheter had allegedly fractured. It was further reported that the catheter allegedly leaked. Furthermore, the patient allegedly experienced back pain during chemotherapy administration. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.